Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of attempting to treat high blood glucose but insulin pump did not deliver insulin and alarm was not received. Customer's blood glucose was 400 mg/dl. Customer was disconnected and attempted a bolus of 1.0 unit and no insulin came out, customer again attempted a bolus of 4.0 units and just a little bit of insulin dripped. Customer reported that the same event occurred three days prior and blood glucose was 500 mg/dl. Customer treated with manual injection. Customer was not able to troubleshoot due to being at work and not having any supplies. Customer would call back.